Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off. Correction information: g6: follow up #1; h2: type of follow up; h6: coding changed based on the investigation result. Additional information: d4: UDI; h3: device evaluated.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec-3490li. In the event reported, it was stated that there was no video image. The event timing is in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4). The device is currently pending evaluation/investigation. A review of the service history indicates the device was routinely serviced at a pentax facility. On 12-oct-2021, a device history record (DHR) review for model ec-3490li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 26jan2010 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.